Event description:
The physician noted prior to implant that the helix was broken and exhibited unacceptable thresholds. The lead was not used and replaced.

Manufacturer narrative:
Final analysis found that the connector pin was fractured causing the reported unacceptable thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.